Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to a high impedance measurement. A boston scientific sales representative was able to intermittently recreate elevated impedance measurements while the patient was sitting and leaning forward. A review of the stored data shows normal impedance measurements for the first six months following implant with a slight elevation of impedance over time, then an instantaneous out of range measurement. A boston scientific technical services consultant mentioned the patient should be continuously monitored since therapy is not reliable in current state. Testing was performed with the patient is supine position and ten measurements were taken while in secondary vector and all impedances were good. Next, primary vector was programmed and an out of range impedance was observed while the patient was leaning over. There were no sensing anomalies noted besides impedance check artifact that briefly presented post impedance check. X-ray revealed the electrode was marginally inserted. The device was programmed off and the patient was placed on a life vest awaiting the revision procedure. A revision procedure was performed, and the electrode was repositioned and confirmed to be correctly inserted into the device header. It was also noted that this patient has epstein's anomaly and a medical resonance imaging (MRI) was performed. No additional adverse patient effects were reported.